Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the control wire malfunctioned and the clip would not release from the catheter to deploy. The jaws of the clip were locked and the clip had to be pulled off the tissue. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.